Event description:
This case was reported by a consumer (the patient's daughter) and described the occurrence of scleroderma in a male patient who received double salt denture cleanser (polident denture cleanser) tablet for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included hypertension. The patient had a complete set of dentures made of metal in 2010. On (B)(6) 2012, the patient started double salt denture cleanser (dental). Approximately 109 days later, on (B)(6) 2012, the patient developed limb pain and was diagnosed with scleroderma. The patient's skin was swollen and there was a loss of elasticity. The patient was hospitalized. Treatment with double salt denture cleanser was discontinued and the patient was prescribed penicillamine tablets. At the time of reporting, the outcome of the events was unknown. A physician considered the events may have a relationship to treatment with double salt denture cleanser.

Manufacturer narrative:
The manufacturer's report number for this case is 1020379-2012-00011. Polident denture cleanser tablets are manufactured in (B)(4). The lot was provided, but the product was not available. (B)(4).